Manufacturer narrative:
Zimvie complaint number cmp (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date d4: UDI not available g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative DHR review was completed for the subject lot number 61869599. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 61869599 for similar events and two (2) other complaints were identified. Investigations have identified that the most likely probable causes are related to patient biological factors/condition and surgical technique. Review completed utilizing keywords: ¿peri-implantitis.¿ a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported peri-implantitis at tooth sites 25 and 23 after 10 years. From the beginning doctor noticed bone loss until peri-implantitis appeared, which was treated over the years until doctor had to removed the implants. Doctor performed regeneration for new prosthesis and new implants were placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.